Event description:
While stapler was attached to patient tissue, staple froze, would not go forward or backward. Surgeon needed to manually detach the tissue by pushing the override button. Removed from surgical field and opened a new.